Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/14/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All keypad buttons responded appropriately during testing. The keypad button cover was removed and no contamination were found under the button contacts; no button contact defects were observed. The keypad latch was fully closed and no damage to the keypad flex was observed. The original complaint of a keypad button response issue was not duplicated during testing. Unrelated to the complaint, investigation revealed moisture on the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).